Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided to date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch mw5174636: "adjustable pressure limiting valve wsa not releasing airway pressure in bag mode during spontaneous breathing. Clinician had to remove rebreathing bag during procedure to release airway pressure to prevent potential barotrauma to patient."